Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 593 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin and subsequently experienced a hypoglycemic event, which did not require medical intervention. During the call, it was revealed that the consumer improperly stores their test strips. The consumer was education took place at the time of call. It was also revealed during the call to customer support, that the consumer does not control solution test before using their initial test strips, as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.